Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('esssure removed in may') and twin pregnancy ('pregnancy: twins/unfortunately it was with an ivf process') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: contraindicated device used "pregnancy: twins/unfortunately it was with an ivf process" and maternal exposure during pregnancy "pregnancy: twins/unfortunately it was with an ivf process". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have a twin pregnancy (seriousness criterion medically significant) and experienced premature baby ("preemies"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed. At the time of the report, the medical device removal, twin pregnancy and premature baby outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the childrens' health. The reporter considered medical device removal, premature baby and twin pregnancy to be related to essure. The reporter commented: her twins are 3 year old but she was concerned now to follow if they would have problems due to essure. ¿concerning the injuries reported in this case, the following one was described in patients¿ social media record: medical device removal, twin pregnancy, premature baby, and contraindicated device used ". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-feb-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('esssure removed in may') and twin pregnancy ('pregnancy: twins/unfortunately it was with an ivf process') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: contraindicated device used "pregnancy: twins/unfortunately it was with an ivf process" and maternal exposure during pregnancy "pregnancy: twins/unfortunately it was with an ivf process". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have a twin pregnancy (seriousness criterion medically significant) and experienced premature baby ("preemies"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed. At the time of the report, the medical device removal, twin pregnancy and premature baby outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth of multiple neonates with no information on the children's health. The reporter considered medical device removal, premature baby and twin pregnancy to be related to essure. The reporter commented: her twins are (B)(6) year old but she was concerned now to follow if they would have problems due to essure. ¿concerning the injuries reported in this case, the following one was described in patients¿ social media record: medical device removal, twin pregnancy, premature baby, and contraindicated device used ". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.